Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was advised to switch to a backup therapy, was informed they would receive a replacement pump with updated software and acknowledged return instructions for faulty pump.